Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was an rv lead integrity alert. Concomitant products: model: 1056t, competitor lead; implanted: (B)(6) 2007; model: 5867-3m, adaptor; implanted: (B)(6) 2016; model: dtbb1d1, crt-d; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was sounding an audible alert. Upon interrogation is was discovered the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Two days later there was another alert for out-of-range pacing impedance. A lead fracture is suspected. Reprogramming was completed and the lead was later extracted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.